Event description:
A report was received that the patient was experiencing pocket site pain. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing pocket site pain. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per patients preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pocket site pain. The patient will undergo a revision procedure wherein the ipg will be relocated.